Manufacturer narrative:
Code # 1574 - unlabeled code # 1133 - unlabeled physio-control evaluated the customer's device but was unable to duplicate the reported failures to power on using ac or dc power. During testing, however, the device failed the user test each time it was attempted and it logged a code in its memory which is related to a potential device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. Further testing showed, however, that the device's defibrillation function was non-functional. Physio-control then replaced the device's therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and confirmed that an event code had been logged; however, the observed issue was non-repeatable during subsequent testing. The causes of both the originally reported issue, as well as the observed issues, could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
On the supplement al MDR -001 indicated: code # 1574 - unlabeled code # 1133 - unlabeled physio- control evaluated the customer's device but was unable to duplicate the reported failures to power on using ac or dc power. During testing, however, the device failed the user test each time it was attempted and it logged a code in its memory which is related to a potential device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximat ely 20% from the selected energy level. Further testing showed, however, that the device's defibrillatio n function was non- functional. H6: on the supplement al MDR -001 should indicate: physio- control evaluated the customer's device but was unable to duplicate the reported failures to power on using ac or dc power. Physio- control completed other unrelated repairs to the device. After observing proper device function through functional and performanc e testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not power on using ac or dc power. There was no patient use associated with the reported event.